Event description:
An optometrist reported that a pt was diagnosed with trace dlk in the left eye, one day post bilateral lasik. The steroid drops were increased to every hour during the first day, then decreased to every two hours, and then four times a day. The pt was last seen on (B)(6) 2013. The steroid drops have been discontinued and the dlk has cleared. The ucva is unchanged.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable info becomes available. (B)(4).